Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device also passed tone check and vibrate check. Device was monitored for one day. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using care link. Device had stained keypad overlay, stained end cap sticker and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. Blood glucose level at the time of the incident was unknown which was treated with bolus. The customer had nausea, vomiting, abdominal pain and difficulty in breathing like symptoms. The drive support cap was normal. The customer reported that high pressure test was failed. The device will be returned for the analysis.